Event description:
Lifecor billing tried to contact a (B)(6) male pt. Billing spoke to the pt's roommate who stated that the pt had passed away on (B)(6) 2009, in the cardiac care unit. On (B)(6) 2009, lifecor customer support spoke to the pt's brother (B)(6), who stated that the pt was wearing the device at the time of passing. He stated that the nurse told him the vest defibrillated the pt twice and put his heart back into rhythm and on the third time the pt's heart flat lined and they could not bring him back.

Manufacturer narrative:
Device manufacture date: monitor sn (B)(4). Electrode belt sn (B)(4) - 06/2008. Device eval: the monitor was fully functional. The electrode belt was not returned.